Event description:
As reported, approximately 2 years and 11 months post implant of a 26mm sapien 3 valve in the aortic position, moderate paravalvular leak (pvl) was observed. The valve was re-dilated, reducing the pvl to mild. No other complications or issues were reported. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported pvl could not be determined. Investigation results suggest patient factors (cardiac remodeling) may have contributed to the worsening pvl and subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The 26mm sapien 3 valve was not returned to edwards for evaluation. The valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. The commander delivery system with s3/s3u IFU, and patient screening manual were reviewed for instructions. Potential adverse events are associated with the use of the valve, delivery system and/or accessories include paravalvular or transvalvular leak. IFU for commander delivery system, patient screening manual, and commander delivery system with s3/s3u were reviewed. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Due to limited information and unavailability of relevant imagery/returned product, a conclusive root cause is unable to be determined at this time. Investigation results suggest patient factors (cardiac remodeling) may have contributed to the worsening pvl and subsequent re-dilation of the valve. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required. H3 other text : valve remains implanted in patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported pvl could not be determined. Investigation results suggest patient factors (cardiac remodeling) may have contributed to the worsening pvl and subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years and 11 months post implant of a 26mm sapien 3 valve in the aortic position, moderate paravalvular leak (pvl) was observed. The valve was re-dilated, reducing the pvl to mild. No other complications or issues were reported. At the time of the report, the patient was in stable condition.